Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for the possible lot numbers was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14049506 expiration date 1-jun-2029 manufacture date 17-jun-2024. Lot#: 14231501 expiration date 1-nov-2029 manufacture date 28-nov-2024. D4, g4: model number is not sold in the us but similar device is sold under model b90013. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a pur transfer set, clave¿, 15 units that experienced leakage. The following issue was reported by the customer: " incident date (B)(6) 2025, the medication involved is a daunorubicin lot a883a02, expiry date 28/02/2027 and the solution used was glucose 50 ml 24050205 expiry date 31/05/26 . Leak of daunorubicin at the injection site of the glucose 50 ml bag. Actions taken: the bag was remade and disposal of the defective bag " additionally, "the leak was noted after preparation and after it was stocked when the department received the bag, before administration, there was no patient involvement, no human harm, there was a delay of 1 hour and 30 minutes in the treatment due to the bag being sent back to the pharmacy, the refabrication of the bag and the defective bag being discarded and sending back to the department, the treatment was successful, no hole, cut, tear or any other defect was found with the device, there was approximately a couple of ml of medication leak, the device was directly connected to the bag, there were no mating devices involved, the device was stored in a refrigerator and was not exposed to extreme temperatures, high pressure or other external factors."